Event description:
It was reported that a skin reaction occurred. On (B)(6) 2026, the patient experienced a skin reaction with infection. The patient's site was reportedly "raise and open in the center". The reaction was further described as inflammation/swelling and the patient was treated with unspecified antibiotics with no improvement. Multiple follow up attempts to gather additional information was unsuccessful. At the time of the report, patient condition was unchanged. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).